Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultra2 meter displayed an unknown error message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue started at an unknown time on (B)(6) 2015. The patient manages their diabetes by taking metformin (x2 every morning and x2 every evening ¿ dosage unknown), an injection of insulin in the morning and evening (type and dosage unknown) as well as other medications for other health conditions. The patient denied taking any action in response to their regular diabetes management regimen routine as a result of the product issue. The patient reported that at ¿about 11am on (B)(6) 2015¿ they felt ¿dizzy¿ and ¿fell down¿. The patient also stated that their ¿urine turned yellow¿. The patient¿s daughter took the patient to the emergency room where the patient¿s blood glucose was tested on the e.r meter ¿ however the blood glucose result obtained could not be recalled. The patient was hospitalized for ¿8 days¿ and was administered with ¿metformin¿ as well as ¿other medications¿ but was unaware of the dosages and frequencies of these medications. The patient stated that upon being released from hospital their doctor informed them that the reason for their symptoms was ¿high blood sugar¿. At the time of troubleshooting the csr was unable to identify the error message with the patient, and they were unable to walk through a retest to resolve the issue. Replacement products were sent to the patient. This complaint is being reported because patient was unable to test their blood glucose on the subject meter which led to them suffering signs/symptoms which are suggestive of serious injury after the alleged meter issue began. In addition, the patient received treatment from a healthcare professional in response to these signs/symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.